Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was previously report as only a product problem. It should have been reported as an adverse event.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that on an unknown date, the patient had device dislocation, medical device site erosion and implant site extravasation. The outcome and seriousness of the events were not reported. Seriousness assessment of the event by novartis of device dislocation was reported as serious (medically significant). Causality of the events was reported as suspected with baclofen. The route of administration of the baclofen was reported as unknown. The therapy dates and therapy duration of the baclofen was unknown. Action taken with baclofen was not reported. Medical history and concomitant medication were not reported. No further complications were reported and/or anticipated.